Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention to prevent permanent damage. Potential root cause includes the treatment procedure or foreign body reaction to the product in the local tissue associated with intentional misuse of device through improper reconstitution of product. Potential contributory factor includes off-label use in inappropriate areas with thin skin. The non-serious event of swelling was considered unexpected and unrelated to the treatment as it is related to the surgical procedure to remove nodules. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician which refers to a 54-year-old female patient. Additional information was received on (B)(6) 2023 and (B)(6) 2023 from same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2022, the patient received treatment with sculptra to hands (unknown amount, lot number, injection technique and needle type) at another clinic. The sculptra was injected to hands (off label use of device). In (B)(6) 2022, the patient had developed four nodules/foreign body granulomatous reaction (foreign body reaction) on bilateral dorsal hands with moderate intensity, one on the right and three on the left, which were resistant to the conservative treatment performed at the original clinic. The reporting physician claimed that inappropriate dilution of sculptra was used (intentional device misuse) and hence, nodules were formed. In (B)(6) 2023, the patient was referred to surgeon for aesthetic reasons and the nodules were surgically excised. On (B)(6) 2023, the histology report of the excised nodules confirmed them as foreign body granulomatous reaction to cutaneous filler. On (B)(6) 2023 (one week after surgical excision), the surgeon had reviewed the patient. The lesions abutted tendons but without involvement and physician was able to clear them. The patient had normal movements of her hands with minimal swelling (swelling). The patient was advised usual postoperative care. According to surgeon, it was unlikely that these lesions would recur. There were probably other small granulomas which were not affecting her hand function. The surgeon would again see the patient in seven weeks. Outcome at the time of the report: nodules/foreign body granulomatous reaction was unknown. Swelling was unknown. Sculptra was injected to hands was recovered/resolved. Inappropriate dilution of sculptra was used was recovered/resolved. Tracking list: v.0 initial.

Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention to prevent permanent damage. Potential root cause includes the treatment procedure or foreign body reaction to the product in the local tissue associated with intentional misuse of device through improper reconstitution of product. Potential contributory factor includes off-label use in inappropriate areas with thin skin. The non-serious event of swelling was considered unexpected and unrelated to the treatment as it is related to the surgical procedure to remove nodules. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-aug-2023 by a physician which refers to a 54-year-old female patient. Additional information was received on 30-aug-2023 and 31-aug-2023 from same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2022, the patient received treatment with sculptra to hands (unknown amount, lot number, injection technique and needle type) at another clinic. The sculptra was injected to hands (off label use of device). In (B)(6) 2022, the patient had developed four nodules/foreign body granulomatous reaction (foreign body reaction) on bilateral dorsal hands with moderate intensity, one on the right and three on the left, which were resistant to the conservative treatment performed at the original clinic. The reporting physician claimed that inappropriate dilution of sculptra was used (intentional device misuse) and hence, nodules were formed. In (B)(6) 2023, the patient was referred to surgeon for aesthetic reasons and the nodules were surgically excised. On (B)(6) 2023, the histology report of the excised nodules confirmed them as foreign body granulomatous reaction to cutaneous filler. On (B)(6) 2023 (one week after surgical excision), the surgeon had reviewed the patient. The lesions abutted tendons but without involvement and physician was able to clear them. The patient had normal movements of her hands with minimal swelling (swelling). The patient was advised usual postoperative care. According to surgeon, it was unlikely that these lesions would recur. There were probably other small granulomas which were not affecting her hand function. The surgeon would again see the patient in seven weeks. Outcome at the time of the report: nodules/foreign body granulomatous reaction was unknown. Swelling was unknown. Sculptra was injected to hands was recovered/resolved. Inappropriate dilution of sculptra was used was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 07-sep-2023 from the same reporter: patient demographics and severity of the event (foreign body reaction) were updated.